Manufacturer narrative:
The field service rep determined blocked tubing was the cause of the leak, and he cleared all blocked passageways. The field service representative verified analyzer operation by performing mechanism checks and pt runs.

Event description:
Customer states analyzer is leaking this morning and water is pooling in front of the analyzer. Customer states no erroneous results reported, and no pts adversely affected by the leak.